Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the patient/lay-user's friend or relative contacted lifescan (lfs) alleging that the patient was experiencing an issue with his one touch ultra2 meter testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. The reporter stated that the patient manages his diabetes with insulin (self adjuster) and due to the alleged issue she denied that the patient made any changes to his usual diabetes management routine. She claimed "2 hours" after the alleged issue started the patient was "unresponsive and felt cold and clammy". In response to his symptoms, on an unspecified time of (B)(6) 2011 the patient reportedly self treated with food and/or drink. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the issue was resolved after educating the patient on the correct testing procedure. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.